Manufacturer narrative:
Based on supplier investigation, device history record (DHR) review did not indicate any exception that could lead to the reported incident. The average linting data is (B)(4) no sample was available for investigation. According to the supplier, the or towel is made of cotton, so cotton fiber is born. Supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process, and cutting process. The suction process was added before product's final folding and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria were stipulated to see the suction results. (B)(4). In the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer. From the investigation, no abnormal situation happened in production or DHR. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, but the supplier will continue to monitor the trend of this type of incident.

Event description:
Customer reported linting of blue towels pwtb04-stm from the heart cath tray pack san22hcbrk onto instruments and patient during a cardiac catheterization procedure affecting the sterile field. Towels were used to drape patient and to dry hands of staff. Patient demographics not provided upon request. There was no injury reported and patient is reported as stable.